Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d.6b, h6.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device was explanted.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification to "f1905" submitted in error in initial medwatch. Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device remains implanted.